Event description:
Hill-rom received a report from a hill-rom technician stating ppm alarm had no sound. The bed was located at the account in room (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the alarm cable and the speaker inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the external buzzer assembly to resolve the issue. Based on this information, no further action is required.